Event description:
The customer contact reported particulate. On an unspecified date, while the vial was being prepared for filling with an unspecified medication at the user facility, it was reported that hair was noted inside the vial. No specific details were provided. The vial was replaced and the filling was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.